Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 700mg/dl. Troubleshooting was performed. The customer stated that she has not been using the insulin pump since she was hospitalized. The customer stated that she is pregnant and her doctor recommended getting back on the device. The customer stated that she changed the infusion set before going to bed and her blood glucose was fine. The customer woke up with high blood glucose and her husband drove her to the hospital where she remained in the intensive care for three days. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.